Event description:
It was reported that following arm surgery, the pain pump stopped working prior to delivering all of the prescribed medication. There has been no report of a serious injury or any adverse consequences associated with this incident.

Manufacturer narrative:
The account was unable to provide additional information regarding the disposition of the device. If the pump becomes available and additional information is provided, a follow up report will be filed.